Manufacturer narrative:
Conclusion: it was reported that difficulty was experienced inserting and advancing the delivery catheter system (dcs) and the in-line sheath (ils) was forcibly pressed inside the position to advance. The ils was removed, and a non-medtronic sheath was placed to straighten the vessel. Difficulties inserting and advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had calcified and tortuous anatomy. It was also reported that the minimum access vessel diameter was 4.5 millimeter (mm). As per the evolut system instructions for use; patients must present with transarterial access vessels with diameters that are =5.5 mm when using enveor-n. Advancement difficulties do not typically indicate a device issue. It was then reported that the non-medtronic sheath was removed, and ils re-inserted. At that point blood pressure dropped and a dissection was noted. As per the evolut system instructions for use; if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Per the information received the vessel diameter was not adequate to accommodate the chosen device and force was used to advance. It is noted in the instructions for use; there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Vascular complications, such as dissection, and hypotension are known potential adverse patient effects per the instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: additional information was received that the patient had calcified and tortuous anatomy. Per the physician, the injury was not caused by the delivery catheter system (dcs). The position of the cut down was between calcification and the blood vessels were avoided as the dcs was pushed forcibly. The physician was aware there was a problem with the position of the cut down. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, access was made from the left leg and there was a narrow site of 4.5 mm in the external iliac artery, and the in-line sheath was forcibly pressed inside the position to advance. The in-line sheath did not advance and was removed. A non-medtronic 16 fr sheath was inserted. A non-medtronic extra stiff wire was inserted crossing the non-medtronic sheath and the blood vessel was straightened, then the non-medtronic sheath was removed, and the in-line sheath was inserted. At that time, the blood pressure dropped and when leg angiography was performed, dissection was found. The 16 fr non-medtronic sheath was inserted, and hemostasis was performed by the sheath. A balloon was deployed in the abdominal aorta and a stent was implanted at the dissection site, however, as the stent was slightly short in length, when ballooning was attempted to be performed, disruption from the common iliac artery to the external iliac artery was found, the procedure was switched to surgical treatment. The disrupted vessel was replaced with an artificial vessel. The transcatheter valve was performed from the abdominal aorta, and a 29 mm valve was implanted. The abdominal incision was closed and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected information: the injury occurred in the right leg. It was submitted as occurring in the left leg in error. If information is provided in the future, a supplemental report will be issued.